Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information that a 25mm bioprosthetic valve was disabled after 23 years and 10 months, due to leaflet malcoaptation, leading to aortic insufficiency and stenosis. A 23mm valve was implanted in the aortic position using the valve in valve procedure. There were no complications. Post-op echo showed reduced ejection fraction, peak gradient of 23 mmhg, and no perivalvular leak. The patient was discharged on pod #1.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Leaflet not coapting typically would result in regurgitation. Regurgitation of bioprosthetic valves may be, depending on the severity, indication for re-operation and replacement of the valve, which increases the risk for post-operative mortality. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic valve was disabled after 23 years and 10 months, due to leaflet malcoaptation. A 23mm valve was implanted in the aortic position using the valve in valve procedure. No additional information was provided.